Manufacturer narrative:
Follow-up #1: date of submission 06/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: multiple power on reset events was observed in the black box on (B)(6) 2016. During testing, the pump powered on correctly with no power interruptions duplicated during investigation. The battery cap secured to the pump and maintained electrical connection. The battery compartment was observed to be cracked at the threads to the case seal left of the grip pad. Moisture damage was found in the battery compartment. A leak test revealed a battery compartment leak. The pump was opened; no moisture damage was found. Unrelated to the complaint, the display was observed to be dim with reddish text.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The battery compartment reportedly was cracked and moisture and corrosion was observed to be inside of it. There was no indication of damage to the battery cap and no visible yellow o-ring. The battery cap reportedly was replaced approximately 4 to 6 months ago. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.